Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed noise episodes on the atrial lead. The noise could not be addressed by reprogramming. The patient would continue to be monitored.